Manufacturer narrative:
Samples received: 36 unopened pouches and 3 opened. Analysis and results: there are no previous complaints of the same reference-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. The open samples received were checked and one of them has the needle detached from the thread. The other two samples have the needle attached to the thread. A tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Degradation test results conducted on the closed samples received fulfill the OEM requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the closed samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Gynecologist used novosyn 0 hr37 and disassembled more than 5 envelopes, in addition to this, of the patient reoperation, dehiscence sutures and other two hematomas occured.